Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after they heard beeping from their device. An alert was triggered due to high pacing impedance on the right ventricular (rv) lead. There was also a trend of fluctuating impedance and a high sensing integrity counter (sic) was noted. Isometrics were performed and no noise was seen on the rv lead, but they were able to see the impedance vary. A fracture was suspected. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.